Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-13159; related manufacturer reference number: 2017865-2021-13162. It was reported that the patient presented to the clinic due to pocket erosion and an infection. The physician explanted the patient's implantable cardioverter defibrillator (ICD) and all leads. The patient was stable throughout.